Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power issue was confirmed in the black box but was not duplicated during the investigation. No defect was found. Power on resets observed in the black box. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to tighten to the pump until resistance was met; no yellow o ring was visible. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit or intermittent connections were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.